Manufacturer narrative:
(B)(4) - hernia recurred. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In additional, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an open repair of primary umbilical hernia under general anesthesia on (B)(6) 2010. The pt was discharged on the same day with no issues noted. The pt indicated on the 12 month pt questionnaire completed on (B)(6) 2011 that the hernia recurred. On (B)(6) 2011, the pt had a follow up appointment with the surgeon and was diagnosed with a recurrent hernia. A re-operation is planned for (B)(6) 2011.